Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient¿s insertable cardiac monitor exhibited post-sensed t-wave oversensing. No intervention was performed. No patient consequences were reported.